Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified mid circumflex artery. An unspecified size nc quantum apex balloon catheter was selected to dilate the lesion. It was noted that the shaft broke more than 15 centimeter from the hub. The proximal part was removed properly and the distal part was removed together with an unspecified guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).